Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus. Log file analysis review date: 08/26/2015; log from 08/13/2015-08/27/2015: power consumption above normal operating range: additional notes: 19 low flow alarms have been logged since (B)(6) 2015. 57 high watt alarms have been logged since (B)(6) 2015. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 8.2watts on (B)(6) 2015 outside of normal power consumption. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that "patient called with high watt alarms at 1:30am and admitted through emergency department (ed)". Patient was admitted to hospital on (B)(6) 2015. On admission patient inr was 3.27. "Site deciding how to treat". "Tpa was given to patient on (B)(6) 2015". "Creatinine has bumped". Site is suspecting "pump thrombus". It was reported by manufacturer representative that the patient was placed on hospice (date unknown). Patient expired on (B)(6) 2015. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
"Unchecked "user facility". Patient support was withdrawn and patient died on (B)(6) of multi-organ system failure. The pump and equipment will not be returned. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation, DHR review, confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption. Analysis of the explanted pump by the site revealed the presence of a foreign material resembling a thrombus within the pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.